Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 506852, implantable pacing lead, (B)(6) 2001. A 5076-45, implantable pacing lead, (B)(6) 2001. (B)(4).

Manufacturer narrative:
Evaluation summary: a proximal portion was received measuring 6.5 cm. A distal portion was received measuring 72 cm. Analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient experienced diaphragmatic stimulation. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.